Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a sling procedure in 2016 and the mesh was implanted. The patient experienced discomfort and difficulty passing urine after the procedure. In (B)(6) 2019, the mesh was divided suburethrally. The surgeon opined that there was not a problem with the device - it had just been inserted too tightly.